Event description:
Contact reports pt implanted with charlie artifical disc in 2005 and the pt followed normal post-op instructions. Pt's pain returned and x-rays revealed a partial dislocation of the disc. During the revision it was noted that a 1.5cm portion of the vertebral body had broken off. The implant was removed and the pt fused with an interbody cage. As surgical intervention occurred an MDR is being filed to document this event.